Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked water past the stopper and luer connection. The following information was provided by the initial reporter: "if the needle is installed, it will leak water and it will also leak from the back".

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked water past the stopper and luer connection. The following information was provided by the initial reporter: "if the needle is installed, it will leak water and it will also leak from the back."

Manufacturer narrative:
H6: investigation summary: photos received for investigation. Upon visual inspection, leakage past stopper is observed. A damage in barrel is also detected between 30 and 45 marks of the scale. This damage noticed can lead to the defect experienced by customer, leakage past stopper. A device history review was performed for lot 2010110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained sample from the same lot were evaluated, no damage or molding defects observed. Additionally, the stopper is correctly assembled. Functional testing performed, no leakage observed. Regarding leakage at luer, no molding or other defect can be observed in the picture related to the tip of the syringe. The tip of ten retained samples were visually inspected, leakage, and luer cone fitting verification testing performed, no defects were identified. Possible root cause for leakage past stopper is associated with the assembly process. This type of damage can deform the barrel causing a maladjustment between stopper and barrel and consequently. Based on the available information we are not able to identify a root cause for leakage at luer related to the manufacturing process at this time.